Event description:
It was reported that patient underwent procedure utilizing a meniscal repair device on (B) (6) 2010. During the procedure, the implant would not deploy. There was no delay to the procedure or injury to the patient as a result.